Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient showed up at the doctor's office complaining of itching/redness and pain at the implant site. They noted there were no environmental/external/patient factors that may have led or contributed to the issue that were shared. There were no diagnostics/troubleshooting steps shared. The device was working properly according to the patient. When asked to describe what interventions/actions were taken to resolve the issue, they stated the patient was given antibiotics by the doctor. It was unknown if the issue was resolved at the time of the report. No surgical intervention occurred, and none was planned. Two pictures showed redness at the incision sites, as well as the incisions not being fully closed. There were no device issues or further patient complications reported at this time. Additional information was received from a manufacturer representative (rep). The rep reported that it was unknown if the patient had an infection, and it was unknown if it was related to the device or therapy. They clarified the nurse practitioner had reported this issue to them. When asked what steps were or would be taken to resolve the issue, they replied that as they had stated before, the patient was given a round of antibiotics as precaution. The patient would follow up with the healthcare provider 'next week.' It was unknown if the issue had resolved. They confirmed they had requested any unknown answers from the physician and/or patient, but no further information was provided by the healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot# va2jna4, implanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 04-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.